Event description:
It was reported that there was a pixel issue on the pump display, making it difficult for the customer to see important parts of the screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.